Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.

Event description:
Unomedical reference number (B)(4) . Event occurred in australia. On (B)(6) 2024, it was reported by the patient that infusion set was fell off within 1 days of use. No further information available.